Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source, lamp was very dim and switched to back up bulb automatically when turned on. There were no reports of patient harm.

Event description:
The costumer reported that the event occurred before a diagnostic cystoscopy, that was completed without delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the costumer's complaint was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "lamp switches to back up bulb automatically when turned on." Malfunctions would likely be related to an igniter failure related to stress caused by heat or humidity that affected circuit board. Olympus will continue to monitor field performance for this device.